Event description:
Subsequent to the previously filed medwatch report, maude adverse event report received stating: "describe the event or problem: the case was over and it was time to close the artery that was accessed using an antegrade method and finish the case. The physician advanced the perclose device, engaged the device, and it was evident that the device malfunctioned and we were unable to engage the sutures into the artery. The device remained inside the artery for hemostasis peruposed. Surgery was notified."

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer reported the device was being retained and will not be returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a peripheral intervention procedure via an antegrade puncture access site, arteriotomy closure was attempted in the right common femoral artery using a perclose proglide device. Reportedly, a femoral angiogram was not performed prior to deployment of the proglide device. After deploying the needles, the needle plunger could not be removed. Using angiography, the needles were found to be caught up in pre-existing surgical clips at the access site. The needles were surgically removed under local anesthesia and the access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. A significant clinical delay in the procedure was reported. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove plunger incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Failure to follow steps. A femoral angiogram or other vessel imaging was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. It was reported that the perclose proglide suture-mediated closure (smc) system was deployed via an antegrade puncture access site in the right common femoral artery. The instructions for use state under special patient population section that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with antegrade punctures.